Event description:
The pt reported that the down arrow button on keypad required multiple button presses to elicit a response. The reporter denies damaged keypad or exposure to water and cleaning solvents. The buttons still slick and spring back.

Manufacturer narrative:
The pump was returned to animas and the evaluation revealed that the "down" button on keypad was intermittently responding and required excessive force to activate. The key pad was removed and all key contacts were observed to be misaligned. Additionally, there was evidence of keypad adhesive found under all key contacts.